Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged trace in the power circuit.

Event description:
Pt reported elevated blood glucose levels and that pump exhibited multiple replace battery alarms.